Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed, there was no beeping when the door was opened, and the lock failed to release. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. A field service engineer (fse) investigated a reported latch release failure. Rm-to-main connectivity was confirmed intact. A hardware fault was identified, and the latch mechanism along with the cable assembly were replaced. The system was fully operational. The system functioned as intended after the field service engineer repaired the device.